Event description:
Additional information received reported that the patient received therapy without adverse reaction using contact with regular impedance.

Event description:
It was reported that there were high impedances on "the couple of contacts 3 and 11." It was stated that the physician decided not to take any action because these electrodes were not used in the programming and would not be activated. The target area of therapy was reported as the right and left gpis. It was stated that therapy was initiated on (B)(6) 2012. No actions were taken as a result of the event. There was no harm or injury, and the patient outcome was reported as "he was okay." No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389-28, lot# 0206129349, implanted: (B)(6) 2012. Product type: lead: product ID 3389-28, lot# 0206129347, implanted: (B)(6) 2012. Product type: lead. (B)(4). (B)(6).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the issue is ongoing.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event is ongoing with no further action needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was discussed with the patient and remains ongoing as of 2017-apr-19. No further complications are anticipated.